Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood pressure channel on patient simulator/trainer for the cardiosave (0998-00-0803) went blank when plugged into the console. This happened on two (2) different cardiosave consoles. In both incidences it resolved, but it has never happened before. Since the problem happened on 2 simultaneous incidences it is believed to be a chronic issue with the simulator/trainer. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) no UDI is provided.

Event description:
N/a

Manufacturer narrative:
The getinge clinical specialist requested a new trainer unit and returned the defective unit. There was no evaluation conducted by a getinge field service engineer.